Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. According to the surgeon, opacification developed due to laser photo coagulation of the retina. (B)(4).

Event description:
The surgeon reports performing bilateral cataract surgery with implantation of the adapt-ao intraocular lens. This report refers to the right eye. Postoperatively, laser coagulation of the retina was performed. At an unidentified time point opacifications described as glistenings by the surgeon were noted in the center of the optic. It is planned to explant the lens.